Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "exchange from textured to smooth devices due to the patients concern with the product" and "capsular contracture baker grade IV¿. Clarification to b3 partial date of event: "4 years ago" was provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patients concern with the product" and "capsular contracture baker grade IV¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture and anxiety-product/procedure was received on july 22, 2025, with catalog number mcghan-240. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and observed openings on the device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.